Manufacturer narrative:
Engineering log review was performed for the period of (B)(6) 2026 through (B)(6) 2026. Review of available device data showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The reporter declined to provide additional information regarding the hospitalization. Based on available information, no device malfunction was identified and the cause of the reported hospitalization remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-apr-2026 it was reported that the user was hospitalized. Additional clinical details regarding the event, treatment, and outcome were not provided by the reporter. The reported discharge date was (B)(6) 2026.